Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician found the bed had a broken communication cable. The technician replaced the communication cable to resolve the issue.